Event description:
It was reported that, the minute ventilation (mv) feature of this pacemaker was deactivated due to oversensing. A the signal artifact monitor (sam) episode was recorded. The physician performed provocative maneuvers and there was no indication of a lead integrity issue. The technical services (ts) recommended to performed x-rays. This pacemaker remains in service. No adverse patient effects were reported.